Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported an operator sustained a needlestick injury while troubleshooting the advia 2120i hematology system with dual aspirate. The customer specified that the operator sustained the injury when they removed the centering collar. The customer also indicated that the autosampler initiated during this time. A siemens customer service engineer (cse) on site at the time tested the system interlocking. The advia 2120/2120i hematology system operator¿s guide indicates to "place the red needle cover over the needle." After removing the centering collar. Additionally, the operator's guide indicates "the analyzer must be off; otherwise personal injury from the needle can occur." The operator did not turn off the analyzer and did not to place the red needle cover over the needle when troubleshooting the leak. Therefore, the cause of the event is use error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
While troubleshooting a leak on the customer¿s advia 2120i hematology system with dual aspirate, an operator sustained a needlestick injury when they removed the centering collar. The customer was wearing gloves and a lab coat at the time of the event. The customer went to the accident and emergency department, where they were given a course of anti-virals. The operator was also given hepatitis b vaccination on the following day. There are no known reports of adverse health consequences due to this event.